Event description:
Event description guidant received information that suggests that this transvenous defibrillation lead dislodged approximately 3 months post implant. As a result, this implantable cardioverter defibrillator (ICD) detected a ventricular fibrillation episode, and delivered 8 inappropriate shocks, thus exhausting therapy. The patient had called his physician, who stated that a checkup was not required. Recently, the patient presented for a routine checkup, which demonstrated that the patient remained in the vf episode, and had been for 3 months. X ray demonstrated this lead to be lodged in the atrium. An attempt to extract the lead was performed, but could not be performed due to tissue ingrowth. A laser extraction is planned.